Manufacturer narrative:
The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified number of spectrum pump's were experiencing a large amount of upstream occlusion alarms during therapy of sodium bicarbonate (dose, volume and rate unknown) in the hematology-oncology department. It was also reported that they recently converted from interlink to clearlink sets and this is when the problem began. There was no known patient injury or medical intervention associated with this event. No additional information is available.